Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic sleeve gastrectomy, the device was impossible to staple as the stapler remained blocked. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic right colectomy, the device was impossible to staple as the stapler remained blocked. Another handle was used to complete the case. There was no patient injury.